Manufacturer narrative:
The field service of baxter performed an onsite investigation at the hospital. The failure "table will not lock or perform any functions" could confirmed during the inspection. During inspection it was found that a hardware defect has probably led to the failure of the motor controller board. The exact cause for the failure of the motor controller board cannot be determined because the component is not available for further analysis. The failure was resolved by the exchange of the motor controller board. After repair the device was working as intended. Based on this, no further actions are required.

Event description:
Customer reported when turning the table on they are getting error code 905, table will not lock or perform any functions. Reset several times and emergency override with no change. This report was filed in our complaint handling system as complaint #(B)(4).

Event description:
Customer reported when turning the table on they are getting error code 905, table will not lock or perform any functions. Reset several times and emergency over ride with no change. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
Inspection of the device is pending and results will be provided by a final report.